Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. Customer declined follow-up, and the case was closed without further action.